Manufacturer narrative:
We are reporting according to exemption # (B)(4). Incidents involving medical devices mfg by arjo hosp equipment ab in (B)(4) will be reported by us, the legal MFR, arjo hosp equipment ab in (B)(4) on behalf of our sales and distribution company in the (B)(4). Add'l info will be provided upon conclusion of the MFR's investigation.

Event description:
As stated by the customer on (B)(6) 2011: it was reported by the customer that two carers had brought a resident into the bathroom on the malibu chair and frame. They positioned the chair against the arm pick up assembly, like they had done several times before. One of the carers began to raise the arm and after hearing a click, they assumed the chair had locked on and began to remove the wheel frame. Whilst removing the frame, it was noted that more effort was required than normal. The chair frame started to pull out and up at an angle. At the same time, the chair detached itself from the arm pick up. The chair and resident fell to the floor, the resident didn't sustain injuries due to the carers slowing the fall down. MFR's ref. (B)(4).